Event description:
Pt called lfs on 5/9/03 alleging their ot ultra meter would not power on. Pt reported feeling tired and dizzy as a result of not being able to test on meter. No medical intervention required. The issue with the meter was not resolved. No further info has been reported.